Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 420 mg/dl and a correction bolus was delivered. Pump system check was performed with tandem technical support (cts) and air bubbles were observed in the tubing. Cts advised the customer to prime the air out until gone. Reportedly, insulin delivery was resumed.